Manufacturer narrative:
Correction: suspect medical device polarsheath lot number 0034283133 to polarx fit catheter lot number: 33558256. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarx catheter the patient experienced cardiac tamponade. During ablation, the sheath could not maintain its deflection. At the doctor's discretion, he continued to use the product as it was and proceeded with the procedure. When an echo was used, evidence of cardiac tamponade was confirmed, however, there was no abnormality in blood pressure. When an echo was performed to check the position of the guidewire, tamponade was found in another location. Regardless of this, they were able to complete the procedure. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarx catheter the patient experienced cardiac tamponade. During ablation, the sheath could not maintain its deflection. At the doctor's discretion, he continued to use the product as it was and proceeded with the procedure. When an echo was used, evidence of cardiac tamponade was confirmed, however, there was no abnormality in blood pressure. When an echo was performed to check the position of the guidewire, tamponade was found in another location. Regardless of this, they were able to complete the procedure. The device is expected to be returned for analysis.